Event description:
Received medtronic mystique resorbable graft containment plate in 2005. After suffering serious side effects - have not been able to work because of severe muscle pain, loss of movement in neck. I decided to do research on this product. Imagine my surprise when I learned from the internet that the artificial disc may be contaminated and I should be tested for hepatitis, hiv, and syphillis. I've learned all of these discs have a registration number and would like to know why the MFR, hospital or doctor's office did not notify me to be tested. How many other people have had some type of tissue put in their bodies and do not know of this possible contamination. I know personally 3 people that have had artifical disc replacement surgery in the last 2 years and we are all disabled and unable to work. Where can I search to find out how many more people have these symptoms after artifical disc/fusion surgery? I seriously think the FDA needs to do an investigation at why we were not notified of possible contamination - my blood test results are pending - and why so many of us are not recuperating after this type of neck surgery.